Event description:
One year ago, patient had patch surgically placed and it was removed recently, due to abdominal wall pain. During removal, a subtle 'crack' was detected in the ring with no protrusion. Patient is doing fine. What's most irritating to the physician is that the company has yet to contact them regarding its original recall.